Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) error. The device also exhibited noise, oversensing, and an inappropriate shock. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended device replacement. No adverse patient effects were reported. The device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) error. The device also exhibited noise, oversensing, and an inappropriate shock. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended device replacement. No adverse patient effects were reported. The device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Additional information was received which reported that the device therapy was programmed off. The device would not be removed or replaced due to the patient had many co morbidities that would make device replacement complicated. No adverse patient effects were reported.